Event description:
It was reported during surgery, the anchor broke in the middle. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign: romania. Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of provided pictures identified the anchor is fractured at the tip of the inserter. Anchor is fractured at the middle and inserter is also bent at anchor fracture site. As no product was returned; further visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.